Event description:
While doing turp surgeon noted the tip off ceramic beak broke off in pt's bladder in a ragged fashion. He was unable to retrieve the broken tip due to bleeding. A second procedure scheduled to retrieve foreign body at a later date.